Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 04/13/2015. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: there is a burning smell coming from the unit prior to use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. No smell of anything burned was detected. The unit was placed on an abbreviated functional bench test for 5 minutes. As the water column sleeve heated and the various control boards heated there was a light smell of "heated electronics" , but there was no burning smell detected. All three major printed circuit boards - power supply, power control, and user interface board were disassembled from the heater and examined for hot spots or burns on the printed circuit boards or the components. Nothing to indicate a burn was noted and a burn smell could not be detected. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The event is reported as: there is a burning smell coming from the unit prior to use. There was no patient involvement reported.